Event description:
It was reported that a patient received inappropriate atp and an inappropriate shock. Patient had svt that fell into the vt zone. Many of the atrial events fell in pvab and were not sensed. Reprogramming changes will be made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.